Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient experienced an episode of atrial fibrillation during which they were being ventricularly paced. During the episode, there was oversensing of noise on the right ventricular (rv) channel, leading to a period of pacing inhibition and asystole approximately three seconds long. It was determined that the noise was due to oversensing of myopotentials associated with the patient using her walker. The patient noted she had been experiencing short bouts of dizziness. Pacemaker sensitivity was adjusted to address the issue. No additional adverse patient effects were noted. The pacemaker and this rv lead remain in service.